Event description:
It was reported that the insulin pump battery out limit during normal use and had a blank display. The blood glucose reading was 153 mg/dl. The customer was advised that a replacement battery cap would be sent. Upon troubleshooting for the blank display, the display did successfully return. She was advised to monitor the device until the replacement cap came. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.